Manufacturer narrative:
Separates is not specifically addressed in the provided IFU. The device was returned in a used and damaged condition. The advance 14lp device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Per quality control, each device is checked with the appropriate wire guide checker to verify patency of the distal lumen. The tip and balloon folds are inspected prior to sliding the balloon in the appropriate balloon protector, thus confirming the profile of the balloon. Each device is shipped with an IFU listing the indications for use, warnings and precautions, and procedure for proper use. The balloon material was separated approx. 5mm from the end of the inflation lumen. The separated tip was returned. The catheter shaft was elongated proximal to the proximal balloon bond, indicating resistance during removal. The wire lumen assembly was torn from the proximal wire port to the distal end of the balloon fragment attached to the catheter. The damage to the wire guide lumen was caused by the wire guide tearing the lumen open as the balloon was removed. As the device was removed the balloon and tip eventually separated where the wire guide was damaged. The device was likely withdrawn with the rapid-exchange wire port outside the sheath. Under these circumstances, the wire guide retracts outside the sheath and eventually loops or kinks as the user attempts to withdraw the device. This is more likely to occur in larger vessels or when the wire port is outside the sheath. The wire guide subsequently kinks at the distal end of the sheath. At this time the wire guide will start to tear the wire lumen open as the device is removed. There is no significant resistance felt as the lumen tears open. The device can be removed after the tip and balloon material have separated. Bench top testing was performed with additional devices to confirm the failure mode. The failure mode is less likely to occur in small vessels or if the wire port is in the sheath because there is insufficient space for the wire guide to loop or kink. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera).

Event description:
The balloon was advanced and everything was fine; the lesion was angioplastied. Upon withdrawing the device, the distal 5cm of the catheter and balloon sheared off in the patient. It occurred when the balloon was still in the arm anatomy, not at the inducer tip. They retrieved the segment from the arm with no harm to the patient. Confirmed that no additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.